Manufacturer narrative:
The device was returned for evaluation. A small thrombus was identified during the evaluation of the returned pump. The device was returned assembled with the percutaneous lead (lead) cut approximately 3 inches from the pump housing and the distal portion of the driveline was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of depositions or thrombus formations. Examination of the pump upon disassembly revealed a small deposition adjacent to the bearing ball within the proximal side of the outlet stator. This deposition¿s lack of laminated layering indicates that it did not initially form in the outlet stator. Although the origin of this deposition could not conclusively be determined, the slight contact marks observed at the distal end of the rotor indicate that it was present while the pump was supporting the patient. A specific cause for the formation of this deposition could not be determined and a correlation to the patient¿s hemolysis and stroke could not conclusively be established through this evaluation. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portions of the lead did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis, hemolysis, and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the hospital team had been monitoring the patient for hemolysis and elevated lactate dehydrogenase (ldh) levels when the patient experienced a left middle cerebral artery embolic stroke. The patient was admitted and the neurology service was consulted. No information was provided regarding patient symptoms. The patient underwent a subsequent pump exchange on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
Approximate age of device - 5 years and 7 months no further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.